Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no damage was observed to the pump keypad cover. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging an issue with the up, down, and ok buttons. The patient reported having to press the buttons harder in order to get the buttons to respond. No damages on the keypad were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.